Event description:
Depuy spine was made aware of legal action being taken by an artificial disc pt. Info is limited at this time. Pt was implanted with artificial disc in 2007. At about 7 months later, an attempt was made to alleviate pain after placement of the implant. A spinal stimulator was implanted. In 2008, it was found that the facets had become hyper-mobile. Another surgeon removed the artificial disc and performed fusion. The legal document claims that the pt was never an appropriate candidate for the device but does not define why.

Manufacturer narrative:
Little info is known at this time, and no conclusions can be made. No connection can be made between the reported event, and any shortcoming of the device. Legal claim makes reference to pt selection concerns but provided no details.